Manufacturer narrative:
(B)(4). An investigation was carried out into this complaint. When reviewing similar events for the maxi move passive floor lift it has not been found one similar case with the same or similar fault description compared to the one investigated here: unapproved procedure of selecting the sling out of range recommended in the arjohuntleigh maxi move instruction for use (IFU). With the number of sold devices and comparison to daily usage of them, we find the occurrence rate since 2012 to be very low. It was reported to arjohuntleigh that during transfer of resident (female, (B)(6) years, (B)(6) kg) from stretcher to wheelchair utilizing a maxi move passive floor lift, the right superior loop of non-arjohuntleigh sling clip pulled out and the resident fell down on the lift base. As a result of the fall, she has sustained a wound required stitching. The lift was inspected by arjohunteigh representative after the incident. It was found in good working conditions and fully functioning. It was noted that the involved sling was not an arjohuntleigh one - one of its loop was ripped and became detached. The device is not under arjohuntleigh service/maintenance contract. The service of the device was being performed by customer itself. In course of the manufacturer's investigation it has been tried to establish a root cause of the issue described above. No malfunction of the maxi move device was found. The sling had ripped one of its loops. Please note that since we are not an original equipment manufacturer of this item, we have not been able to find out the exact cause of this failure. The maxi move instruction for use (rev. 10) strongly warns the user: "warning: only use arjohuntleigh supplied slings and stretchers that are designed to be used with maxi move to prevent fall risk and injuries." Basing on the above, it can be concluded that if the user had followed the labeling of the device in terms of using appropriate range of slings, the risk of any fall could have been avoided. The received information and our evaluation show that if maxi move's handling procedures had been followed in accordance with instruction for use, there would have been no patient or caregiver at risk. Looking at the incident scenario, it is found that the arjohuntleigh lifts was being used for patient handling when the event occurred and played a role in the reportable incident as the patient fall occurred. The floor lift device was up to the manufacturer specification since no technical malfunction was detected.

Event description:
It was reported to arjohuntleigh that during transfer of resident (female, (B)(6) years, (B)(6) kg) from stretcher to wheelchair utilizing a maxi move passive floor lift, the right superior loop of non-arjohuntleigh sling clip pulled out and the resident fell down on the lift base. As a result of the fall, she has sustained a wound required stitching. The lift was inspected by arjohunteigh representative after the incident. It was found in good working conditions and fully functioning. It was noted that the involved sling was not an arjohuntleigh one - one of its loop was ripped and became detached. The device is not under arjohuntleigh service/maintenance contract. The service of the device was being performed by customer itself.